Event description:
Additional information provided from the surgeon indicates there is a vertical fold in the posterior capsule which could cause the pt to see the streaks of light as reported. The surgeon will continue to watch the posterior fold and if it does not resolve, she will yag the fold.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient is complaining of streaks of light in their vision and when they move, their head, the streaks move as well. The patient also stated they see streaks from on-coming car headlights when driving at night and sees 'shimmers' when climbing stairs. The patient's outcome was excellent. The association between this event and the iol is not known.